Manufacturer narrative:
No button error alarm noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The insulin pump had a cracked reservoir tube lip, scratches on lcd window and cracked case at display window corner.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.